Event description:
It was reported that the patient felt dizzy, nauseous and passed out momentarily during a reprogramming session. The patient was taken to the emergency room and was given IV fluids and released. The patient's symptoms have now resolved.

Manufacturer narrative:
B3: event date is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.